Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the stent component was returned. Microscopic inspection was performed on the stent component. No damages were found (i.e., no kinks, no bends, or broken struts). Both distal ends can be noted completely flared with no noted difference in diameters. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7393966. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated through functional testing since the stent must be still inside the introducer tube to perform the functional analysis. The reported difference in stent diameter between one end and the other could not be confirmed and the stent was found to be in normal condition. The broken strut previously documented during the photo analysis is likely an optical illusion caused by the light refracting off the liquid droplets visible throughout the stent body, as no damage could be observed on the physical product returned. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The photo included in the complaint was reviewed by the product analysis team. The review is documented below. [Photo review]: a photo of the stent component was included. The photo depicts the stent component already detached from the delivery system, and it was the only component shown in the photo. The stent component was noted to have some liquid on it, and it was not completely expanded. One (1) broken strut was noted in the mid-stent body. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7393966. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue related to the delivery wire being impeded was not evaluated as functional analysis needs to be performed. However, the issue regarding a stent being asymmetrical was confirmed since the stent was noted to be not completely expanded and the noted broken strut may have contributed to this. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with a basilar artery aneurysm underwent an endovascular embolization procedure. During the procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 7393966) became impeded in the distal end of the concomitant microcatheter and could not pass through. The physician retracted the stent for inspection, and the two (2) sides of the stent body were found to be asymmetrical in diameter. A new stent was used to complete the procedure with the original microcatheter. There was no report of any negative impact to the patient. On 15-aug-2023, additional information was received. The information indicated that nothing unusual was noted about the system prior to use. The concomitant microcatheter used was a headway® 21 microcatheter (microvention). An adequate, continuous flush was maintained through the microcatheter. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812). The information indicated that inadvertent force had not been applied to the device during the attempt to advance the stent and ultimately during the retraction of the stent. The reported issue did not result in any clinically significant delay in the procedure. A single photo of the complaint stent component was included. The photo was reviewed by the product analysis lab team and is included in this initial medwatch report.